Event description:
It was reported that the user experienced persistent low glucose overnight while the ilet was paused and disconnected, with a dexcom g7 reading of 40 mg/dl and a glucometer reading of 44 mg/dl; the user self-treated with oral carbohydrates including glucose tubes, a chocolate bar, multiple sodas, and administered two doses of intranasal glucagon. Symptoms included hypoglycemia. Outcomes included the need for self-treatment at home without hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed no device malfunction identified, and the event was categorized as hypoglycemia with an unclear cause while the pump was not delivering insulin due to being paused. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.